Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a sensor anomaly. The customer's blood glucose was 217 mg/dl while the sensor glucose reading was 117mg/dl. The customer noticed that the needle hub was loose on the third sensor. The sensor will be returned for analysis.